Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd an scs therapy sys for the treatment of crps in the upper ankle joint. He desires therapy coverage in his left leg; however, it was reported, the pt was experiencing uncomfortable ventral stimulation. This issue was first noted shortly after implantation of the ipg and was addressed via reprogramming. The discomfort reportedly worsened with time. A recent x-ray confirmed that the pt's lead had not migrated. Surgical intervention was undertaken, and the physician repositioned the lead. Effective therapy coverage was captured for the pt following the revision procedure.